Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The device was implanted for 53 months and 202 charging cycles were recorded to the ICD's memory. The amount of charge taken from the battery was verified and the battery status eos was anticipated. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple shock deliveries, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the detection of noise was observed in the right ventricular channel, which led to multiple shock deliveries, confirming the clinical observation. However, a thorough analysis of the ICD did not reveal any sign of a device malfunction. There was no indication of a material or manufacturing problem.

Event description:
This device was explanted due to eos because the patient received 53 shocks in one day depleting the battery. Should additional information be received, this file will be updated.